Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Visual evaluation of the returned sample noted one opened arctic gel right thigh pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for the pad noted no major kinks present. Hydrogel layer was not present on the pad surface. Only small patches of hydrogel gel remain. No crushed dimples or signs of over lamination in the pad. The sample does not meet specifications per ip7602996 rev 13 which states "after laminating the pad (before of the operation of silhouette cut of the pad), peel off the protector that covers the hydrogel, verify that the hydrogel is not peeling off with the protector, the hydrogel must be attached to the laminating film (perform this activity, peeling the protector prior to the sealing area of the pad)." The instructions-for-use were reviewed for this investigation and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. CAPA # 9743815 has been opened for this failure. Refer to the CAPA for further action. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn opened brand new arctic sun pad and the adhesive cover was not on the pad correctly. The sticky material was defective. Per follow up information received via mail on 10jun2025, they received one kit which they sent back with sample. Recently they received another defected pad and in need for another kit to mail it back. Sample will be returning.